Event description:
Same case as: 2134265-2008-03732 and 2134265-2008-03834. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28mm taxus liberte drug eluting stent delivery balloon did not deflate as required. Upon withdrawal of the stent delivery system (sds), guide catheter pushed forward. The lesion being treated was located in the right coronary artery (rca). No patient complications were reported. Patient status reported as "satisfactory".

Manufacturer narrative:
Returned product analysis was unable to verify the difficulty states in the complaint. It was possible to inflate and deflate the balloon fully in accordance with device specifications. No restrictions were noted during the inflation and deflation of the balloon. Examination of the proximal weld area confirmed that no focal necking was present. No damage was noted with the device that could have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause could not be determined